Event description:
Customer reported issue with time discrepancy on pump, suspected to be due to a pump reset. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring for any further discrepancies exceeding five minutes, which the customer acknowledged.